Event description:
Update: (B)(6) 2012 - medical records were received. The revision operative report indicates that copious amounts of clear, yellowish, orange fluid emanated from the joint. The patient also had a greenish fibrous debris that emanated from the joint. There was corrosion between the head and the trunnion of the stem with black debris there. The complaint was reopened to add the femoral head, stem and adapter sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient ws revised to address acetabular loosening. Update: 1/4/2011 - medical records were received. The revision operative report indicates that copious amounts of clear, yellowish, orange fluid emanated from the joint. The patient also had a greenish fibrous debris that emanated from the joint. There was corrosion between the head and the trunnion of the stem with black debris there.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.